Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for lumbar radiculopathy reported via the manufacturer's representative (rep) the implantable neurostimulator (I ns) was tilted and close to the surface. The patient met with the managing physician who was planning to perform a pocket revision.